Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Additionally, the usb cable needed to be held a certain way to charge the pump. Customer¿s blood glucose value was 284 mg/dl. Replacement cable and adapter were sent to the customer.